Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the intima-ii y 24gax0.75in prn/ec slm experienced leakage during use. The following information was provided by the initial reporter: on (B)(6) 2019, the patient, male, (B)(6) years old, was diagnosed with atrial fibrillation, hyperlipidemia, and coronary stent implantation. The doctor prescribed venous blood collection and infusion at the same time, using an indwelling needle. After the vacuum tube is connected after the puncture, blood is leaked at the yellow junction of the indwelling needle. The patient panicked and asked to remove the indwelling needle immediately. Replace the new indwelling needle.

Event description:
It was reported that the intima-ii y 24gax0.75in prn/ec slm experienced leakage during use. The following information was provided by the initial reporter: on (B)(6) 2019, the patient, male, 89 years old, was diagnosed with atrial fibrillation, hyperlipidemia, and coronary stent implantation. The doctor prescribed venous blood collection and infusion at the same time, using an indwelling needle. After the vacuum tube is connected after the puncture, blood is leaked at the yellow junction of the indwelling needle. The patient panicked and asked to remove the indwelling needle immediately. Replace the new indwelling needle.

Manufacturer narrative:
Investigation: a device history review was conducted for lot number 9106910. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Unfortunately a sample could not be obtained for evaluation and testing. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.